Event description:
It was reported that during a percutaneous coronary intervention procedure (pci), a balloon rupture occurred. The 99% stenosed target lesion was located in the calcified and moderately tortuous posterior descending artery of the right coronary artery (rca). The physician advanced the 2.25 x 12 mm nc quantum apex balloon catheter to the lesion. The balloon was inflated and ruptured at 18 atms. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedure factors.(B)(4).